Event description:
Initial info received from a physician on (B)(6) 2010: it was reported that a female pt received treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk or new fill) approx 3-4 yrs ago. Pt was re-injected with one vial of poly-l-lactic acid diluted to 8cc in (B)(6) of 2009, and again with one vial of poly-l-lactic acid diluted to 9cc in (B)(6) of 2010. Pt now has several visible nodules in the cheek area. No concomitant medications or medical history reported. No further info reported.